Manufacturer narrative:
The device is expected to be returned for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that cross-talk oversensing of the atrial signal on the right ventricular channel led to pacing inhibition for greater than three seconds. The patient is pacemaker dependent and felt pre-syncopal symptoms. Surgical intervention was performed and the system was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis was unable to confirm the allegations made against the device in the field.